Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited post sense t wave oversensing that cause false tachycardia episode. No intervention was performed. The patient was stable throughout.